Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system: 1. 82 mg/dl and 369 mg/dl (within 2 minutes) 2. 354 mg/dl, 210 mg/dl, 282 mg/dl, 237 mg/dl, 403 mg/dl, 314 mg/dl, 87 mg/dl, and 96 mg/dl (within 14 minutes) sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.